Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. In addition, the following reportable malfunctions were identified during the device evaluation: no image occured. The most probable cause of the no image occurred is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had tissue of the forceps getting caught in channel and black material was noticed when removing the forceps from scope. The event occurred during a colonoscopy, and the procedure was completed with the same device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, and h11 the device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, for the reported malfunction black noticed when removing the forceps from scope the cause could not be established. And for the reported malfunction tissue forceps getting caught in channel the cause was tear in channel and also its cause was traced to be component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.